Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "lymphoma -alcl- suspected." Pathological markers confirming alcl have not been received. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side seroma-late discovered via ultrasound and pain. Device remains implanted.

Event description:
Allergan medical safety confirmed that alcl is not present as the cytology was reported as ¿no malignancy seen.¿

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and seroma.

Event description:
Patient reported right side seroma discovered via ultrasound and pain. Device remains implanted.